Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask and forgot to wash their hands. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with reflin (1g; route, frequency, and duration not reported), tobramycin (40 mg; route, frequency, and duration not reported), and heparin (2500 units; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient¿s recovery status and outcome of the event were unknown. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.